Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection revealed at 13 cm distal to the is-1 connector pin in the region of the suture sleeve deformations of the outer conductor coil. The lead body was squeezed in that area. Based on the symptoms, it is reasonable to assume that these deformations resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported high impedances and over sensing. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted because of high impedance and over sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated